Manufacturer narrative:
Reliability analysis evaluated four open/used reservoirs. Performed pre-fill reservoir test and found no air bubbles anomaly during analysis. Checked o-ring for defects and none were found. No air bubbles or occlusions were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had air bubbles in the tubing and reservoir. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised to perform fixed prime until the air bubbles were no longer visible. The customer's mother stated that the air bubbles persisted after set change. The reservoir will be returned for analysis.